Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support was involved, providing complete information for a pump reset and guiding the caller through the process. After the reset, the error code did not reappear, and the caller successfully started their sensor session.